Event description:
In the middle of a PICC procedure tech reached for the scalpel and it cut her. Not sure if the blade was already sticking out or if the safety switch was already engaged and slid forward when grabbed.